Manufacturer narrative:
Reported event: (B)(6) female presented to the practitioners office in (B)(6) 2012 with discharge in the lower right punctum. Product description: oasis medical form fit hydrogel plug. Product reference: 6303, product lot: not reported; date of initial procedure: (B)(6) 2011; date of complication: (B)(6) 2012; date removed: (B)(6) 2013; date reported ot oasis: (B)(6) 2013. Discussion: plug was successfully irrigated from the eye by the attending doctor with full resolution. The device was not returned for evaluation. No conclusion can be drawn as to the direct cause of the reported adverse event.

Event description:
Pt developed canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug.